Event description:
Patient reporting right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold and yellow particles. No leak was observed in the device. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Event description:
Patient reporting right side "rupture." Device has been explanted.